Event description:
It was reported that the patient had external outflow graft obstruction with symptoms of shortness of breath, swelling, weight gain, and the patient noticed drop in flow at home. Thrombus was not confirmed or ruled out. The patient's anticoagulation goal was 1.8-2.5 and had generally been in between these numbers. There were no recent changes to pump parameters. Computed tomography (CT) with contrast showed filling defect consistent with significant thrombus in the outflow tract of the left ventricular assist device (lvad). CT images were not available for evaluation. The patient was treated with diuretics and 4d CT was performed which confirmed the outflow graft thrombus. An outflow graft stent was to be done on (B)(6) 2025. There were no unusual events recorded in the event in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b1 correction. Section h6 correction: health effect - impact code 4644 - medication required added. Section h6 correction: medical device problem code 1384 - mechanical problem added. Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller periodic log file contained data from (B)(6) 2025. A gradual decline in flow was observed from (B)(6) 2025 through the remainder of the file, reaching as low as 2.6 liters per minute (lpm) on (B)(6) 2025. It should be noted that the file never captured estimated flow below the low flow alarm threshold of 2.5 lpm. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.